Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalieswere found; however, on visual inspection, grommet damage was noted as well as a rounded out setscrew.

Event description:
It was reported during th eimplant procedure that the lead was inserted into the device, and the setscrew was tightened. The device indicated an rv impedance of >2500 ohms. The physician encountered difficulty when attempting to loosen the setscrew and free the lead. The device was not implanted. No patient complications have been reported as a result of this event.